Event description:
It was reported that the device had minimal power and no back-up device was available. It is unknown if/how the procedure was completed. However, no patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the returned device performed as intended and exhibited no functionality issues during the testing process. The energy output of the coagulation and ablation functions did not appear to be diminished when activating a known good wand. The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: (1) electrode wear on the used wand which could lead to diminished functionality, (2) insufficient saline flow to the surgical site, (3) surgical technique. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.